Event description:
It was reported that a customer experienced an elevated blood glucose of 468 mg/dl leading the customer to the emergency room where they were hospitalized in an intensive care unit. Reportedly, the customer experienced vomiting and ketones were observed that were identified as life threating by a healthcare provider. Reportedly, there was no lasting injury, and the customer's blood glucose level stabilized after the customer was treated with intravenous fluids of saline and insulin. No issues were identified with the pump or its components. Technical support explained pump operations and emphasized the importance of monitoring and reacting to blood glucose variations quickly. No additional information was provided on the customer¿s release date.